Event description:
Related manufacturer reference number: 2017865-2023-94286. During initial implant procedure, while positioning the leadless pacemaker, the patient experienced atrioventricular block. The leadless pacemaker was extended out of the protective sleeve to provide back-up pacing support. During this back-up pacing, the power to the facility went out and fluoroscopy was lost. When the power was restored, the patient did not have an intrinsic rhythm. A temporary lead was implanted into the free wall of the heart, in addition, to assist in pacing the patient. The conductive communication with the leadless pacemaker was slowed and a delay in programming and testing were observed. Positioning of leadless pacemaker continued into the lower mid-septum. At this location increased pacing impedance was observed. The physician elected to implant at this location. Increased capture threshold resulting in loss of capture was observed. The leadless pacemaker was re-docked to the catheter to reposition higher in the septum. The measurements were acceptable in the new location, however when a capture threshold test was performed, the patient moved and the leadless pacemaker shifted to an unexpected location higher on the septum. The patient began to experience ventilation issues. The patient was stabilized and a pericardiocentesis was required to drain blood from the pericardium. An injection of contrast revealed a shadow in the free wall. The implant procedure was abandoned and the leadless pacemaker and catheter were explanted. A cardiac surgery was performed to address the perforation with sutures. The patient also experience a tamponade and required a blood transfusion. The patient was stable and recovering from the event. Following the removal, the leadless pacemaker and catheter were reviewed in procedure room, and no anomalies or defects were observed. A pacemaker system has now been successfully implanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.